Event description:
The customer reported to olympus, the evis exera iii colonovideoscope may have got water in the device. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material resembling powder mixed with water was found inside of the air / water tube and inside of the air / water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, there was no water leak found on the device and no humidity was found inside of the instrument. The device evaluation found that a whitish foreign material resembling powder mixed with water was found inside of the air / water tube and inside of the air / water cylinder. Additional findings include the following: the celling plate was deformed, the air / water cylinder had no color, the suction cylinder had no color, the image had white dots due to damage on the charged coupled device unit, the adhesive around the objective lens had a crack, the light guide lens had a crack, the adhesive on the bending section rubber had a crack, the connecting tube had a scratch, the flexibility adjustment function did not work due to wear of the coil wire, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water tube and inside of the air/water cylinder appeared to be a dry whitish material but could not otherwise be identified. A definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material, however, it is likely that the facility reprocessing was not implemented in accordance with the IFU, resulting in insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.